Event description:
Customer's spouse reported that customer was hospitalized for high bgs (dka). Also stated no delivery alarms occurred. Troubleshooting was performed. Pump had a no delivery alarm at 0.5 units. Device was not dropped, bumped, or exposed to moisture.